Manufacturer narrative:
Unit received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after pump got wet and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.